Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported stent dislodgement was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during device un-packaging and preparation, the protective sheath of the xience alpine 3.5 x 23 mm stent delivery system was being removed from the balloon and no stent was noted on the device. The stent was found in the protective sheath on the mandrel/stylet. There was no resistance noted during removal of the sheath. There was no patient involvement and the device was not used. Another device was used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.